Manufacturer narrative:
On 10 june 2016 the medical affairs director performed a clinical evaluation and commented as follows: stem loosening in a cementless tha after less than 3 years. Diffused significant radiolucency over the whole surface of the stem clearly indicates loosening. Some radiolucency is also visible around the cup. There is not enough information to draw a conclusion as to the main cause for the failure. Aseptic loosening is a known possible complication in tha. Batch review performed on 22 june 2016. (B)(4).

Event description:
Patient reported to the surgeon's rooms complaining of pain within the hip. Patient required a revision due to a loose stem. On (B)(6) 2016 the patient was booked through rooms. Loosening has obviously taken place over several years. Surgeon made reference that the amistem was probably not the correct stem for such a patient. Revision was performed on (B)(6) 2016.